Event description:
The patient experienced increased spasticity "over the past several months". The reason was unknown. They were in the process of ruling out medical issues that could be the cause of increased spasticity. There were no audible alarms and the event logs were normal. They had increased the daily dose 2 times without the patient's spasticity level decreasing. On (B) (6) 2010, they planned to program 2 therapeutic single boluses of 25 mcg each to confirm patient response. They were also going to increase the daily dose 10% to 466mcg/day. A dye study was recommended. On (B) (6) 2010, an attempt was made to do a catheter dye study. They were unable to aspirate anything from the catheter through the catheter access port at that time; procedure was "concluded." The patient was taken to surgery. The surgeon disconnected the catheter from the pump in surgery and tried to aspirate; they were unsuccessful in getting any fluid in return. The pump and catheter were replaced. The pump was replaced due to the length of time it had already been implanted to avoid in-vivo battery depletion; the catheter was fractured. The patient was "doing great" following the replacement; no patient injury was reported. The patient recovered without sequela. The device system was used to deliver lioresal 2000 mcg/ml (dose was 300 mcg/day).

Manufacturer narrative:
(B) (4).